Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the luer fitting as a precautionary measure. The fse found autofill and 8psi regulator out of calibration, so all calibration, functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had failed. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had failed. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.